Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a review of this implantable cardioverter defibrillator (ICD) was requested following the delivery of shocks. Technical services (ts) reviewed the episode and identified two morphologies on the ventricular electrogram (egm). The majority of the therapy episodes demonstrated an uncorrelated percentage ranging from 73 to 85, with a concomitant atrial arrhythmia an possible aberrancy observed on the atrial channel. According to ts, this morphology is suggestive of ventricular tachycardia (vt). Previous arrhythmia logbook episodes showed a similar arrhythmia that was successfully treated with anti-tachycardia pacing (atp). The second ventricular morphology was first seen after the initial shock and demonstrated an uncorrelated percentage of 0, with no corresponding atrial arrhythmia. Although each shock successfully terminated the arrhythmia, spontaneous initiation occurred after every shock, suggesting possible vt storm or incessant vt. This morphology exhibited underdetection of slow ventricular sensed beats between shocks, resulting in charge diversion and prolonged time to therapy. Ts therefore recommended lowering the vt cut off zone to facilitate earlier treatment. Additionally, ts noted ventricular episodes for which no therapy was delivered because the detected rates were below the programmed vt therapy zone. If these episodes are determined to be vt, ts recommended lowering the vt cut off zone, as delayed therapy may reduce shock efficacy. Finally, ts recommended electrophysiology review of the episodes due to the presence of vt with multiple foci and/or atrial arrhythmia with aberrancy. Further programming recommendations were also provided in case the physician elects not to treat the initially described morphology. No additional adverse patient effects were reported. This device remains in service.